Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Hospital policy.

Event description:
It was reported that patient's ankle was revised. Patient complaints, pre-operative diagnoses, intra-operative findings were not reported to the rep. Talar component and poly were explanted and a cement spacer placed. Tibial component was well-fixed and well-positioned and not revised. Rep reported that x-rays, medical records, and further information are not available due to hospital policy.

Event description:
It was reported that patient's ankle was revised. Patient complaints, pre-operative diagnoses, intra-operative findings were not reported to the rep. Talar component and poly were explanted and a cement spacer placed. Tibial component was well-fixed and well-positioned and not revised. Rep reported that x-rays, medical records, and further information are not available due to hospital policy.

Manufacturer narrative:
The reported event that talar comp,single coated us version small, right was alleged of 'revision' could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event such as x-rays as well as the affected device must be available in order to determine the root cause of the complaint event. The operative reports provided were sent to stryker's medical expert for analysis in order to find a root cause to the reported event, and their statement following the study states, the first procedure seems to have gone without any problems. The major revision in 2018 (pi (B)(4)) resulted in a girdle stone procedure removing the talar aspect of the prosthesis, probably this was done because of suspected loosening. Besides the existence of bony overgrowth, which is not desirable, the report shows no specific pathological reason for this loosening. Biopsies were taken though. Six months after this girdle stone procedure an entire new prosthesis was placed, while extra precautions were taken to treat infection while placing this new implant. The reason for the first one to fail might be aseptic infection, that is what me and my colleague conclude from the reports. In conclusion, the most probable root cause for the reported event is aseptic infection, even though nothing can be confirmed without the presence of the different x-rays of this patient. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Manufacturer narrative:
The reported event that talar comp,single coated us version small, right was alleged of 'revision' could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. In the case presented a patient had been treated with star in 2011. On (B)(6) 2018 the patient had to be revised in the ankle. The talar and sliding core of the total ankle replacement were removed and replaced by a cement spacer. The product was not returned for analysis and no x-rays or the outstanding patient data (e.g weight, height, pre-existing illnesses, unreasonable stresses) were provided for clinical assessment. Overall the results of the stage 1 analysis are consistent with well-positioned and well-functioning devices implanted for approximately 7 years. However, based on complaint history review, some potential root causes for the revision reported are, but are not limited to: a review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that patient's ankle was revised. Patient complaints, pre-operative diagnoses, intra-operative findings were not reported to the rep. Talar component and poly were explanted and a cement spacer placed. Tibial component was well-fixed and well-positioned and not revised. Rep reported that x-rays, medical records, and further information are not available due to hospital policy.